Event description:
See initial report.

Manufacturer narrative:
H11: the affected part was returned to livanova deutschland for a detailed investigation. The technician could not reproduce the reported issue. Before returning the blender to the customer, all the functional tests were carried out successfully. A device service history review has been performed and identified that the unit was manufactured in 2023 and no other similar events have been reported. Based on the collected information and considering the results of investigations performed on previous similar cases, it cannot be excluded that an intermittent electrical failure, such as bad connections and a poor/false contact, may have contributed to the instance experienced by the customer.

Manufacturer narrative:
A.1.-a.5. Patient information was not provided. H11: livanova deutschland manufactures the electronic gas blender. Livanova initiated an investigation. If any additional information pertinent to the reported event is received, it will be provided in a supplemental report.

Event description:
Livanova deutschland received a report that, during a procedure, error fault in ad transformer (e15) and actual flow different from set flow. There was no report of any patient injury.